Event description:
It was reported that "during the procedure according to IFU, the md found the guide wire to be faulty. So the md opend up the new kit to finish the procedure." The returned device was found to be kinked. There was no reported patient harm or consequence.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer report of a kinked guide wire was confirmed through investigation of the returned sample. The guide wire was kinked in multiple locations, of which most of the kinked locations would be protected by the guide wire and straightener tubing. Despite this, the guide wire passed all relevant dimensional and functional requirements. Based on the customer report, comments from manufacturing, and circumstances of the sample received, it cannot be confirmed when the guide wire became kinked. Therefore, the potential root cause is undetermined at this time. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that "during the procedure according to IFU, the md found the guide wire to be faulty. So the md opened up the new kit to finish the procedure." The returned device was found to be kinked. There was no reported patient harm or consequence.